Manufacturer narrative:
A ge service representative performed an on site investigation. The milliamps were calibrated and the battery and x-ray controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had a vascular error message. No patient injury was reported.